Event description:
The customer reported to olympus that while preparing for use, dark image on the visera elite xenon light source. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the shade was faulty and could not move, and it blocked the optical path. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the dark image was caused by a upns180u failure. The root cause of the upns180u failure could not be determined. Olympus will continue to monitor field performance for this device.